Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: does the surgeon believe that an alleged deficiency of ethicon stapler was the cause of bleeding? We are not 100% sure, but the most likely source of gib would be the staple line at pod4 after lap-assisted hemicolectomy. I used open gia 75mm stapler for ileocolic anastomosis with a ta 90 linear noncutting stapler to come across the common enterotomy. How was the bleeding identified? Blood stools and decrease in hemoglobin on pt's lab work. Were any diagnostics performed to determine the site of the bleeding? No. Were any difficulties experienced with ethicon stapler during initial surgical procedure? No. What is the current patient status? Pt was elderly (>(B)(6) yo) with dementia. Had onset of concomitant clostridium difficile infection and was needing more than 4u prbc. Pt was transferred to inpatient hospice and has passed away. What did they use our linear cutter for during procedure? I am not sure if I understand this questions. I used an open gia 75mm linear stapler for the side to side anastomosis. I do not know which brand of ta noncutting stapler I used, but it was a 90mm size. We performed a colon resection and used the linear stapler for small bowel to colon anastomosis. Please clarify most likely cause of bleed on pod4. Most likely cause would be from stapled anastomosis. Most likely cause is staple line bleed, but pt did not go for further testing such as CT scan or colonoscopy. What was the cause of death? I do not know for certain. Aside from bleeding, pt also developed clostridium difficile infection. Pt was sent to inpatient hospice. Could have been infection/sepsis, bleeding. Was an autopsy performed? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a right open hemicolectomy, patient experienced bleeding and eventually required a transfusion. Doctor used a 75 linear cutter as well as a competitor linear stapler. Exact 75 staple load color unknown. There was no bleeding from ethicon stapler during case. No other action was performed on ethicon staple line. She had to oversew the competitor staple line. The linear stapler used was model ta90.

Manufacturer narrative:
(B)(4). Date sent: 08/20/2020. Additional information received: the following information was received from the surgeon who used the device. The patient was an 89-year-old male with dementia. He was a thin gentleman who was malnourished as he had not been eating well. He had cancer in the cecum ¿ pseudo obstruction. He was in the hospital for 4 day prior to surgery. Palliative options were provided. Family understood the risks and wanted to proceed with resection and anastomosis. Lap assisted procedure with a partner was done. Extracaporalization of the tumor for resection, open right hemicolectomy using blue tlc75 looked good when they looked inside the lumen. Ta90 across the common enterotomy. There was no significant bleeding, but there was some light bleeding that was over sewed. The 90mm line was over sewed. 3 days post op was fairly normal. I went out of town. The patient had hypotension, had lost several grams of hemoglobin and began passing blood in stool. The patient received 2 units and continued to bleed. The patient was also diagnosed with c-diff post-operatively. The treatment options were discussed with the family and they decided to do hospice care. In conclusion, the patient did not have a pre-op colonoscopy, there was a mass on the CT and assumed it was cancer. The bleeding was on post-op day 4 and not sure if the bleeding was from the anastomosis, but most likely the source per the surgeon. We will never know if it was from the tlc or the ta90.